Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was admitted due to syncope. Upon interrogation it was noted that the patient has had 4,8020 sudden brady response episodes, two of which occurred during the time of syncope. Boston scientific technical services (ts) discussed programming options to make the sudden brady response more aggressive. Reprogramming was completed as discussed, including increasing the patient's lower rate limit. The pacemaker remains in service and no additional adverse patient effects were reported.